Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a spinal surgery. It was reported that the pin in the pituitary is broken. No patient com plications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The superior shaft is broken at the centerline of the pivot pin hole, and the broken off portion of the shaft pivot pin missing and not returned for analysis. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.